Event description:
The customer reported that a malfunction occurred with an olympus reprocessor where the decrease of detergent is slow. Normally the detergent is dispensed for about 30 seconds, but it is dispensed for only about 5 seconds. The issue occurred during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.